Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced symptoms of "low sugar" and was unable to self-treat, requiring third-party treatment of orange juice "to get their sugar up" from a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 1 (indicating storage state) with an insertion failure (event log 2) indicating that customer attempted to activate the sensor patch five times without success. Performed visual inspection of the sensor plug and broken/deformed side snaps were observed. An extended investigation was also conducted. Visual inspection was performed on the returned sensor plug and observed the side snap was deformed, causing improper seating of the plug in the mount. Activated the returned sensor patch using a new unused reader and observed the patch activation message. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and results were within specification. The sensor patch was observed to be in senor state 3 indicating the electronics are working as intended. It was determined that due to the deformed snap the rubber contacts and the printed circuit board (pcb) contacts were not forming a proper seal that could prevent customer from receiving accurate readings or any readings at all on the reader or app display. Therefore, this issue is confirmed to broken snap.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced symptoms of "low sugar" and was unable to self-treat, requiring third-party treatment of orange juice "to get their sugar up" from a healthcare professional. There was no report of death or permanent impairment associated with this event.